Event description:
It was reported that a spectrum pump had a door not latching. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The elevation confirmed and reproduced the reported symptom as door not fully latched message were present, caused by a door that required excessive force to close. The unit was reworked to correct the issue.